Manufacturer narrative:
Other, other text: one unit and two pictures were received for investigation. Both the pictures and the device confirmed the reported issue. During investigation, it was found that there was a lack of solvent to bond the product together. Root cause analysis traced to manufacturer. An awareness notification was conducted by the quality engineer to the production personnel.

Manufacturer narrative:
(B)(6). Device evaluation in progress.

Event description:
It was reported that the drip chamber and the upper cap got detached from the level 1 trauma fast flow disposable. This product problem did not cause or contribute to any adverse patient health effects.